Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. However, based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the cable due to damage, caused by user handling. As stated in the instructions for use, as a preventive measure: ·"do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged." . ·"never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ". ·"never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ". ·"do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ". ·"never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ". ·"never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a broken cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, occurred during a procedure. The intended procedure is unknown. The procedure was completed using a different olympus camera. A delay in procedure in which the subject device was used occurred and was characterized by the reporter as "minimal" in length. There was no patient injury, associated with the reported problem, reported to olympus.